Event description:
It was reported that during a follow up in clinic, intermittent loss of telemetry was noted on the device. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of interrogation anomaly was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Electrical test performed under nominal conditions indicated normal functionality. Analysis of output signal detected normal pacing parameters. Further analysis including sensitivity test performed at most sensitive settings found no anomaly. Visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed and the device exceed projected longevity indicating normal battery depletion.